Event description:
Customer reports laparoscopic assisted vaginal hysterectomy on (B)(6) 2013. States dermabond skin glue and tegaderm film dressings were used on 4 small (port site) incisions located on abdomen. States on (B)(6) 2013 she experienced a red rash and extreme itching over entire abdomen. States on (B)(6) 2013 she went to md office due to severe itching and rash. States tegaderm film dressings and dermabond were removed by md. Reports blisters and serous drainable from skin area around incisions. States md prescribed topical steroids and antihistamines. Reports approximately 2 weeks post surgery, she experienced facial redness and swelling- no airway difficulties. States she returned to md office and was given an injection of decadron and prescription for antihistamines. Reports incisions were healed at 6 week post operative appointment.

Manufacturer narrative:
Initial reporter is the patient who is also a health professional (nurse). Conclusions: device not returned no evaluation can be performed. Device not provided to MFR for evaluation. Complaint type is being monitored and analyzed.